Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. Customer mentioned that the insulin pump alerted with insulin flow block alarm multiple times. Customer ran self test and received hardware low level failure alarm. Troubleshooting was done for hardware low level failure alarm. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No prime fill anomaly or unexpected insulin flow blocked alarms noted. Pump error 63 (variable 3) was confirmed in the device history due to broken pin 6 trace (sda) on u1 keypad assembly. Device received with scratched case, pillowing keypad overlay and serial number label missing.